Event description:
Customer reported that she was having problems with her insulin pump while she was priming. Customer stated that it quit working and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with a detached end cap, cracked case, cracked reservoir tube, cracked battery tube threads and scratched display window. Drive support disk was inspected but no anomaly was noted.